Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an ongoing issue with the pump battery depleting quickly and the pump shutting off. Customer¿s blood glucose (bg) was over 500 mg/dl- "high"; although specific value was not provided. Elevated blood glucose levels were addressed by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.